Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: product analysis: visual and optical inspection did not identify material damage to the implant. Visual and optical inspection noted witness mark near both of the break-off set screw holes. Functional evaluation with a sample set screw was able to fully engage into both threaded holes. No portion of the set screw was returned for evaluation. After visual, optical and functional evaluation, no evidence was identified that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that a spinous process plate fell apart in the patient after the set screw had been broken off. According to the report, the set screw on the spinous process plate appeared to have broken off at an angle rather than a clean break. Once the plate was implanted at l4-5 and the set screw was broken off, the physician used "towel clips" (similar to calipers) and "pulled up and down [not laterally] on the spinous processes directly attached to the plate and that's when the plate broke". The plate was removed and a new plate was implanted successfully. No fragments of the plate or set screw were left in the patient. No patient complications were reported.